Manufacturer narrative:
Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent transforaminal lumbar inter-body fusion surgery (tlif) due to disc herniation. Intra-operatively, during the implantation, spacer broke. The doctor removed it and replaced with a new one and the operation was completed smoothly. Product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual the spacer does not appear to be broken the only damage is to the back side of the spacer and appears to be the result of grabbing the spacer during removal. If information is provided in the future, a supplemental report will be issued.